Event description:
Per customer complaint received on (B)(6) 2026, the monitron display, which is used with the vdr-4 ventilator, experienced a white screen on the third day of patient use. The customer restarted the device a few times, however, the issue would not resolve itself. The multimeter on the vdr device was also not displaying any data.

Manufacturer narrative:
This event is being reported as there was a malfunction to a life-supporting device, the monitron ii used in conjunction with the vdr-4 ventilator. No patient harm was reported by the customer. It was communicated that medical intervention was required due the monitron screen presenting as white, as well as the vdr-4 multimeter display showing no readings. Both devices were returned for internal investigation. The monitron white screen could not be replicated. The internal batteries were tested and determined to be low, in which they were replaced. When assessed, the vdr-4 multimeter was confirmed to not be working. It was concluded that the batteries also required replacing, which was completed. All other functional evalution tests for both products were completed and found to be passing. At this time, no additional information is available. If additional information is presented, a follow up MDR will be submitted.